Event description:
It was reported that the customer received a failed selftest alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. Unable to verify insulin pump's threshold suspend alarm due to alarm. No alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. No cosmetic damage noted.